Event description:
It was reported that in (B)(6) 2013 the patient found that the lead implant site in the head was inflamed and would not close up. It was noted that the patient consulted with the health care professional (hcp). It was noted that the hcp suggested the patient to treat it conservatively through mopping the wound with an antiphlogistic drug. It was noted that now the lead was exposed. It was noted that the hcp suggested the patient explant the lead and advised re-implanting the lead after a half year. It was noted that the patient planned to explant the lead next week. It was noted that there was no patient death or further symptoms reported. Additional information received reported that the patient underwent a second operation to explant one of the infection lead on (B)(6) 2013. It was noted that the other lead might be explanted in the future. It was noted that the patient was in the hospital for further observation.

Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # 0202775539, product type lead; product ID 3389-40, lot # 0202764415, product type lead. (B)(4).